Manufacturer narrative:
Initial reporter alternate phone: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a broken plastic piece of the cassette was found in the homechoice. This issue occurred during patient connection. The patient removed he broken piece and changed the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.